Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user wearing a libre 3 plus with the ilet system observed discrepant glucose readings, with the sensor showing higher values while a contemporaneous glucometer check read 78 mg/dl after breakfast; the user did not feel symptoms and noted the sensor had been reading low since insertion the prior day. Symptoms included asymptomatic low capillary blood glucose. Outcomes included self-management without need for medical intervention, use of oral glucose as needed, and user education on carrying a glucometer for confirmation due to suspected sensor inaccuracy. Investigation included remote troubleshooting and user education regarding monitoring and confirmation with a glucometer. Investigation of this case revealed no confirmed ilet device malfunction, and the event appeared consistent with inaccurate cgm readings early after sensor insertion. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device malfunction and probable cgm accuracy variance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.